Event description:
It was reported that the patient was not feeling well with a low heart rate. The device was at the end of life, was not pacing and had no telemetry. Just seven months prior, the device had indicated that the battery life had 9 to 33 months left with an average of 17 months. The patient was admitted to the hospital and received platelets to reverse the anticoagulation medication given for the low heart rate and blood pressure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analysis revealed normal battery depletion.